Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had white-clouded area, connecting tube had a scratch, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, universal cord had a scratch, protector of universal cord on scope connector side had a scratch, protector of universal cord on control section side had a scratch, image guide protector had a scratch, damage or deformation due to physical stress (caused by handling), paint on suction cylinder was peeled, paint on air/water cylinder was peeled, up/down knob had corrosion, control unit had discoloration, connecting tube had discoloration and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle having a foreign object. There were no reports of patient involvement.